Event description:
Info received indicated the bed exit was set and a pt got out of bed but the bed exit did not alarm. No pt impact reported.

Manufacturer narrative:
The hill-rom tech replaced the pcm board to resolve the issue.